Event description:
Technical services received a call on 12/20/2012. Caller reported, lv lead lost capture and has tried all configurations. And found best one to be lv tip to rv coil. Caller asking if they need to reprogram sensing to the same. Lead was implanted (B)(6) 2012, and remains in service at this time. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).